Event description:
According to litigation the patient underwent multiple surgical procedures. During the course of the surgeries, the patient was burned on the left leg causing her excruciating pain and severe and permanent disfigurement. The electrosurgical cauterizing and grounding equipment supplied by valleylab which was used to perform surgery on the plaintiff was defective.